Manufacturer narrative:
(B)(4).

Event description:
It was reported that during service evaluation the renasys touch device was found unable to generate and control negative pressure. Motor failed calibration procedure and blockage test. No patient was involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. Visual inspection reported no defects. Functional evaluation confirmed the device failed the blockage test and was unable to generate negative pressure, establishing a relationship between the event reported and the device. The root cause was determined as a failed vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.